Event description:
Customer had been getting high results for past month of 400 - 500 mg/dl. The customer had a fasting lab performed and the result was 561mg/dl. The customer was admitted into the hosp to regulate glucose. While in the hosp a lab comparison was performed. The hosp device read 244mg/dl and the lab result was 300mg/dl, the customer's device read 352mg/dl. Insulin drips were given and insulin shots every four hours. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.